Manufacturer narrative:
Approx 5 lots were in use and it is unknown which results were produced with which lot. These manufacturer report numbers cover all 5 lots: 1415939-2017-00062 1415939-2017-00063 1415939-2017-00064 1415939-2017-00065 1415939-2017-00066 further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed imprecise ca19-9 data on the architect i2000sr analyzer. No patient history or previous results were available. The following data was provided (u/ml): sid (B)(6) initial 28.75, repeats 40.57, 34.15; sid (B)(6) initial 34.41, repeats 38.52, 27.16; sid (B)(6) initial 25.22, repeats 15.99, 21.14; sid (B)(6) initial 76.01, repeats 75.35, 99.31; sid (B)(6) initial 105.65, repeat 165.38; sid (B)(6) initial 12.29, repeats 23.60, 16.69; sid (B)(6) initial 376.13, repeat 495.51; sid (B)(6) initial 46.47, repeats 50.90, 38.72; sid (B)(6) initial 222.65, repeats 180.38, 224.41; sid (B)(6) initial 4.72, repeat 6.69, 19.97, 4.73; sid (B)(6) initial 16.65, repeat 10.77; sid (B)(6) initial 47.08, repeats 44.33, 59.50; sid (B)(6) initial 35.39, repeat 59.59, 26.64; sid (B)(6) initial 8.71, repeat 11.81; sid (B)(6) initial less than 2.0, repeat 41.20, 2.00, 20.56; sid (B)(6) initial 16.51, repeat 47.67, 12.59, 35.41; sid (B)(6) initial 37.87, repeats 37.14, 43.16, 45.41, 31.51; sid (B)(6) initial 29.91, repeat 42.00, 30.74; sid (B)(6) initial 20.70, repeat 11.68; sid (B)(6) initial 22.55, repeats 20.52, 33.51; sid (B)(6) initial 79.39, repeats 80.41, 58.50; sid (B)(6) initial 28.25, repeat 19.08; sid (B)(6) initial 52.35, repeats 51.81, 76.11, 49.10, 44.82; sid (B)(6) initial 23.71, repeats 28.31, 18.27; sid (B)(6) initial 32.28, repeats 37.55, 27.05; sid (B)(6) initial 41.59, repeats 38.51, 32.06, 2.0, 3.78, 86.16; sid (B)(6) initial 33.06, repeats 38.32, 27.58; sid (B)(6) initial 43.30, repeats 38.60, 35.99; sid (B)(6) initial 39.43, repeats 35.42, 40.55. There was no impact to patient management reported.